Event description:
The event is reported as: the pharmacist reported that during pre-test, the balloon would not deflate and then found out that the tubing was kinked. No report of pt injury or clinical consequence.